Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code a24 and f1901: hematoma was at site of the vascular graft implant. No graft issues were reported, and graft remains implanted after fluid was drained. As reported, the patient's skin condition has progressively improved after fluid drainage. H6 - code b14: graft lot/serial number was provided 8/8/2025. The manufacturing record history is currently being reviewed. Results pending completion of investigation. H6 - code b20: the vascular graft remains implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a dialysis patient was implanted with a gore® acuseal vascular graft (acuseal vg) for dialysis access in the right forearm. On (B)(6) 2025, the patient presented with a large hematoma at the implant location. The edema involving the epidermis was drained. As reported, the acuseal vg had not been cannulated. The physician stated the patient appears to have developed an allergic reaction. The patient does not have hit type 2 or any known allergies. An update was provided on (B)(6) 2025. It was reported the condition of the patient's arm has greatly improved, with some remaining edema. There are no plans for additional intervention or graft explant.

Manufacturer narrative:
E1: complainant email address was incorrect; none was provided. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. Device remains implanted. No further updates have been received on patient's current condition.